Manufacturer narrative:
D.1 medical device brand name: bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes. H.3. A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing with bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes, one tube is not separating sample correctly. There were no health consequences or impacts reported.

Manufacturer narrative:
100 retention samples from bd inventory were visually inspected with no issues relating to poor barrier separation identified. Complaints for sample quality are under statistical control for the month of january 2024. At this time, further testing is not indicated. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for poor barrier separation. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. Bd quality will continue to monitor sample quality complaints.

Event description:
It was reported while testing with bd vacutainer® pst¿ gel and lithium heparin (lh) 83 units blood collection tubes, one tube is not separating sample correctly. There were no health consequences or impacts reported